Event description:
It was reported that the patient has expired after a implant duration of approximately 0.2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
This event was created from a journal article in the journal of vascular surgery titled endovascular management of iliac rupture during endovascular aneurysm repair: a single-center experience" (j vasc surg 2009). Article citation: joss d. Fernandez, md, john m. Craig, md, h. Edward garrett jr. Md, suzanne r. Burgar, pa-c, and andrew j. Bush, phd, memphis, tenn. All pts undergoing endovascular aneurysm repair (evar) and thoracic endovascular aneurysm repair (tevar) between 1997 and 2008 were reviewed. Pts who underwent repair of a procedure related iliac artery rupture were identified. Outcomes among pts who did not have access vessel rupture (nonruptured group) those who did (ruptured group) were compared. Clinical observations noted to the evar rupture group (one pt identified with an ancure endograft): iliac rupture, endoleak (type I), conversion to open repair, stent graft repair, death in one pt 33 days post operatively, due to aspiration pneumonia.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.